Manufacturer narrative:
On 10/29/2020, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: migration. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent primary breast augmentation surgery with two 300cc mentor memorygel breast implant experienced right sided rupture and bilateral migration post procedure. Patient also stated that a scar on the right side never healed. As a result, patient underwent bilateral removal and replacement with a 350cc mentor memorygel left breast implant and a 490cc mentor memorygel right breast implant on (B)(6) 2020.